Event description:
It was reported that during a hepatectomy procedure, the device's min button was stuck and would not work. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.